Event description:
The pt is reportedly experiencing device migration. The device has migrated laterally toward the anterior region of the temporal bone. Advanced bionics is in the process of gathering more info. Once more info becomes available a supplemental report will be submitted.